Manufacturer narrative:
Device received unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery due to complete broken reservoir tube lip and broken battery tube threads noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their reservoir not able lock in place. The customer¿s blood glucose level was unknown. The top of insulin pump broke and shattered when he dropped it. The customer also stated that the reservoir lip ring was damaged. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.